Event description:
It was reported that the physician attempted to deploy the helix of the right ventricular lead on the table before implanting and the helix would not extend, even with multiple tries in both directions. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled and the lead appeared damaged at implant.